Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a consumer on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree ((B)(4)). This case involves an adult female pt who commenced therapy with poly-l-lactic acid (sculptra) in 2008. She has been treated "every 3 months or so since (total of 7 or 8 courses of injections approx). Relevant medical history and concomitant medication info were not reported. Recently when she was injected, she developed a "red spot which looked like a blister/boil which has since gone, but this has left an acne-like scarring and a brown mark". She tried treating it with acne creams, creme de myrrh and other products. The pt had her latest course of injections in her cheeks on (B)(6) 2010 and "soon noticed two red marks on the surface of the skin rather than lumps under the surface". These marks are exactly on the injection sites and appear to be growing with time. Action taken: unknown. A ptc (pharmaceutical technical complaint) was initiated: (B)(4).